Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm due to an empty reservoir, immediately followed by a motor error alarm. The customer's blood glucose was 10.5 mmol/l at the time of incident. The customer changed set and indicated the device has been functioning since. The customer was advised that the insulin pump will alarm motor error due to an empty reservoir. The insulin pump will not be returned for analysis.